Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage; stent strut row 10 from the proximal end of stent is lifted and bent back in a distal direction. Stent strut row 11 from the proximal end of the stent is damaged. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no signs of damage or strain to the port bond. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-feb-2017.   It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.75 x 28 synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with a 2.25 × 24 mm synergy stent. No patient complications were reported.   However, returned device analysis revealed stent damage.